Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor pressures matched the pressures from the right heart catheter and the sensor was not recalibrated.